Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified transfer set ¿came apart¿. The event occurred during an unknown process step of peritoneal dialysis therapy. The patient was on unspecified antibiotics for a previous infection and the antibiotics were continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.